Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation resembling a burn under her left breast. The patient consulted her physician who prescribed a medication. Follow-up indicated that the irritation was drying up and getting better with use of the medication.